Event description:
It was reported that the patient was experiencing sleepiness/drowsy and the patient¿s mother felt the medication may be too much for the patient. It was noted that the patient¿s mother felt there may be something with the patient¿s medication because the patient was recently very sleepy. It was reported that the patient had not taken any different medication to cause any changes. It was noted that the issue began about a month prior. It was reported that the person who takes care of the patient was afraid to feed the patient as they were afraid he will choke since he is sleepy. It was noted that the patient saw a healthcare provider (hcp) 2 weeks prior and the hcp decreased the medication. It was reported that the patient had 165 mcg and the hcp reduced so now it¿s at 145 mcg. It was noted that the patient had their pump since 2010 and never had this reaction before. It was reported that the patient¿s mother is worried because the patient can¿t talk to express what he is feeling. It was noted that the pump was used to infuse baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).